Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that upon opening the accunet embolic protection system (eps) both retrieval/recovery catheters were missing. Only the filter was inside the box. The device was not used and there was no patient involvement. A new accunet eps device was opened and used without issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual inspections were performed on the returned product. The reported missing components were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the missing recovery catheters. It may be possible that the packaging was opened at the account, the recovery catheters were used, and the remaining packaging was inadvertently placed back into inventory; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.